Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the chair will slow down after drive for 45 minutes to an hour. He states he will shut down the chair and let it sit and then will turn on the chair and drive again for 45 minutes to an hour then the issue will repeat.